Event description:
The patient's family member reported that family member used the suspect device to check patient's blood glucose. Family member obtained a result of 460 mg/dl. They called the doctor and were advised to administer 14 units of insulin. They did so and then retest about one hour later and the blood glucose was 480 mg/dl. They then went to the hospital and patient's glucose was 260 mg/dl on a hospital meter. Patient was treated with an IV and insulin. The wrong glucose controls were used on the system to check the accuracy. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.